Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and had developed a pneumothorax requiring a chest tube. The procedure was completed with no complications and/or delays. Both the left upper and left lower lobes were biopsied; the biopsies were undiagnostic. The patient was hospitalized and then discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.